Event description:
The foil packaging as well as the blue foil below has been slit open and the item is therefore not sterile.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Pr xxxx follow-up emdr for device evaluation: one photo was received by our quality team for investigation. During visual inspection, the photos display the product label, confirming the reported product. There was no physical sample or photos provided that show any damage or defect with the product; therefore, the reported failure mode was not confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001453721 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
The foil packaging as well as the blue foil below has been slit open and the item is therefore not sterile.